Manufacturer narrative:
Additional information: d10 (concomitant medical products). Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device confirmed that a stent and positioner were returned. The stent was returned with the tether on the proximal coil. The tether was severed at the knot and again below the knot, each point of separation was frayed. A section of the tether measured 1.5 cm was completely separated from the suture below the know. The tether had the appearance of being partially cut and then pulled to separation. A review of the device history record found no non-conformances related to the reported failure mode. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. The complaint was confirmed based on customer testimony and analysis of the returned device. The cause of the complaint has not been established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional event or patient information has been received since the last report was submitted on 30sep2019.

Manufacturer narrative:
PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified ureter procedure, the tether of the stent was broken while handling prior to being placed in the patient. Another stent was placed to complete the procedure. No adverse effects to the patient were reported due to this occurrence. No section of the device remained inside of the patient's body.